Event description:
Customer reported that she was hospitalized three times due to high blood glucose and ketoacidosis. The blood glucose reading was 916 mg/dl at the time of the last admission. Customer stated that she was dehydrated, her legs were weak and was not able to walk. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.